Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication (B)(6) 2013. Date of implant estimated as (B)(6) 2012. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, restenosis is listed in the xience v everolimus eluting coronary stent system instructions for use, as a known adverse event of coronary stenting procedures. There is no indication of a product quality deficiency. The additional events of death and serious injury mentioned will be filed under separate MFR numbers.

Event description:
This event was captured based on literature review of the article: comparison of double kissing crush versus culotte stenting for unprotected distal left main bifurcation lesions: results from a multicenter, randomized, prospective dkcrush-iii study. The study aimed to investigate the difference in major adverse cardiac event (mace) at 1-year after double kissing (dk) crush versus culotte stenting for unprotected left main coronary artery (uplmca) distal bifurcation lesions. There were a total of 419 patients. The xience v stent were one of the stents chosen for these procedures. Clinical outcomes were as follows: in hospital: cardiac death, 1.0%; mi: 7.1%. At one month follow-up: cardiac death, 1.0 %; myocardial infarction (mi), 7.6%; total lesion revascularization (tlr), 0.5%; target vessel revascularization (tvr), 0.5%; stent thrombosis (st), 0.5%. At 12 month follow-up: cardiac death, 2.0%; mi, 8.6%; tlr, 9.1%; tvr, 22.6%; coronary artery bypass surgery, 1.0%; st, 1.5%. It was noted that intravascular ultrasound findings reported that a metallic ridge is usually seen at the ostial side branch after culotte stenting, leading to the failure to fully cover the ostial side branch, and resulting in increased in-stent restenosis and tlr. No additional information was provided.